Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) kept recalibrating several times within a 15 minute period of time. The nurse switched out pump and sent it to the biomedical dept.no death, injury or adverse event was reported.